Event description:
It was reported that infection was present at the ipg and lead site. Patient was hospitalized and treated with IV antibiotics and the system explanted. Patient was in stable condition.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.